Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was reading inaccurately high erratic. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at 11:30am on (B)(6) 2018. At this time, the patient obtained blood glucose results of ¿200, 275 and 245 mg/dl¿ with the subject meter, however, these results were obtained over 20 minutes apart from one another, thus invalidating this inaccuracy comparison. The patient manages their diabetes with 1.8 mg victoza once per day and 500 mg metformin twice per day. The patient did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. One hour after the alleged product issue occurred the patient developed the symptom of ¿shaky¿ which they associated with low blood glucose. In response to this symptom, the patient self-treated by consuming food and/or drink at 12:30pm on (B)(6) 2018. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter and an approved sample site was used to obtain the alleged inaccurate results. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after obtaining allegedly inaccurate results with the subject meter.